Event description:
User received discrepant results for psa for one patient sample. Initial result 9.21 ng/ml, repeat 0.914 ng/ml. No information was provided to determine if initial result was reported or if patient was adversely affected. If additional information is received, appropriate notification will be provided.